Event description:
It was reported that the atrial leadless pacemaker (lp) dislodged and migrated to the renal vein. The lp is anticipated to be retrieved and replaced to resolve the event. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated an x-ray revealed the dislodgement. The device was explanted to resolve the event and the patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.